Manufacturer narrative:
(B)(4): the date of activation and the date the malfunction was first noted was 01/27/2015.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. Two days after the initial use of the device, a piece of plastic was found in the drainage liquid and a part of the lock was found to be broken. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed. The reservoir was cut and the sample could not be evaluated. During sample evaluation, it was only verified that all the components were presented. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.